Event description:
It was reported that the coil cap of an infusor device was observed separated from the housing. This was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation. Per the visual inspection, the red coiled cap was found separated from its housing. The coiled cap separated from its housing because the housing was malformed due to excessive exposure to heat. Should additional relevant information become available, a supplemental report will be submitted.